Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes break during centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation, which showed multiple samples with collapsed tube walls, a few samples with missing stoppers, and one sample with cracks along the side. A total of 10 retained samples were subjected to a brittleness test, with 6 out of 10 samples failing. Additionally, 30 retained samples were visually inspected for any defects regarding collapse and improper assembly, and all 30 samples passed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse, cracked product/component and improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes break during centrifugation. No adverse impact was reported regarding the patient or user.